Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported while on impella 2.5 support, the patient experienced limb ischemia which was noted as a loss of pulses in the patient's left leg. The patient was successfully weaned and the impella device was explanted the same day.